Manufacturer narrative:
The field service engineer checked the analyzer and did not find an issue. He ran precision testing and a check test on the ises. The precision testing indicated the instrument was operating within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
H6 codes were updated.

Manufacturer narrative:
The analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c 501 analyzer. Patient 1 initial sodium result was 165 mmol/l and the repeat result was 138 mmol/l. Patient 2 initial sodium result was 188 mmol/l and the repeat result was 149 mmol/l. Patient 3 initial sodium result was 150 mmol/l and the repeat result was 137 mmol/l. Patient 4 initial sodium result was 179 mmol/l and the repeat result was 141 mmol/l. Patient 5 initial sodium result was 163 mmol/l and the repeat result was 137 mmol/l. Patient 6 initial sodium result was 163 mmol/l and the repeat result was 134 mmol/l. The questionable results were not reported outside of the laboratory.